Event description:
It was reported that the patient was complaining about noisy hip joint, doctor took prosthesis out. Doctor made the comment trunnion wear on stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained devices.